Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited noise, which was oversensed, resulting in pacing inhibition. Technical services (ts) noted that right ventricular (rv) therapy remained available during this time. High outputs were noted as well. Technical services (ts) discussed programming a different sensing vector, raising the lv sensing floor, or turning lv sensing off. It was noted that this patient had experienced a fall at some point but did not know when. Reprogramming was performed. This lv lead remains in service. No adverse patient effects were reported.